Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that upon case start/set up, the console (aic) got stuck on step 2b: click purge disc, then close door. There was no additional information reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. E4 was inadvertently omitted on the initial manufacturer device report.